Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular tachycardia and received a shock which did convert the arrhythmia. Upon interrogation a short circuit detection message was received. Technical services (ts) suggests evaluating both the device and the right ventricular (rv) lead for system integrity and consider replacing one or both components. It was noted, for the first episode, the patient received anti-tachycardia pacing (atp) which converted but went back to ventricular tachycardia. Then a shock was delivered which converted the rhythm but showed a low shock impedance measurement less than 20 ohms. The vt was incessant and the patient received 5 more shocks which were ineffective. It was also noted there were high shock impedance measurements greater than 125 ohms on the lead diagnostic screen. It was also noted the patient recently had an lvad procedure. The distal electrode on the right ventricular (rv) lead had fibrosed to a leaflet on the tricuspid valve. The physician cut the lead, removed the distal coil and surgically abandoned the lead. The daily measurement reading indicate greater than 125 ohms shock impedance which is expected with a severed lead. Ts discussed the potential for the electrode to have been damaged during the lvad procedure. A fault code was also observed. The field representative reset the fault code and tried to induce again and the same fault code appeared. Ts indicated both the lead and the device should be replaced. The field representative suspects the rv lead cautery during the lvad procedure shorted the high energy system of the device. A revision procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device hybrid revealed the plasma fuse was blown, which is consistent with therapy being delivered into a shorted lead.